Event description:
It was reported that customer was hospitalized with high bg. On tuesday evening customer's family member called the nightcare and they thought customer had gastroenteritis. They didn't change the infusion set. Customer and their diabetes nurse do not feel comfortable with the pump any more. Troubleshooting performed and pump is operating as designed.